Manufacturer narrative:
Exemption number e2016006, this report summarizes 2 events of asd closure following transseptal catheterization serious injury events for the sapien 3 in the mitral position. The ¿time to event¿ (tte, in days) for this event was 176. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening. Usually the septostomy closes on its own over time and does not require treatment. In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder. Persistent iatrogenic atrial septal defects (iasd) are not uncommon, and may be associated with the use of larger sheaths. These may require placement of a closure device in a repeat procedure and are considered serious injuries. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. The device identification (di) numbers for edwards commander delivery system are: (B)(4).

Event description:
(B)(6) registry alternative summary reporting (asr) adverse event submission for february 2020 data extract for mitral serious injuries for the sapien 3. February 2020 data extract includes data provided by acc for q3 2019 (july 1 - september 30). This report summarizes 2 events of asd closure following transseptal catheterization serious injury events for the sapien 3 for february 2020. The age for these events is 77. The breakdown for gender is as follows: 2 female.

Manufacturer narrative:
Supplemental report to add noe statement in b5 section.

Event description:
This report summarizes <noe> 2 </noe> events of asd closure following transseptal catheterization serious injury events for the sapien 3 for (B)(6) 2020.

Manufacturer narrative:
Supplemental report to resubmit h6 codes.